Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be identified. The device was not repaired for the reported condition. Additional: a service history review revealed that the device has not been previously serviced by baxter for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.03.00, categorized as unremediated.